Event description:
It was reported that the patient sought emergency medical attention on (b)(6) 2026 while wearing the Omnipod product for an unknown duration. The patient reported that the Pod was not delivering insulin and that blood glucose levels increased to as high as 360-380 mg/dL. The patient also reported receiving an automated insulin delivery restriction error message and believed the event was related to an issue with the Pod. Subsequently, the patient experienced hyperglycemia, vomiting, inability to tolerate oral fluids, lower back pain, and elevated ketones on home testing.Due to the severity of the symptoms, the patient went to the emergency room, where a diagnosis of mild diabetic ketoacidosis (DKA) and dehydration was reported. Diagnostic evaluation included blood work, urinalysis, and a CT scan. Treatment consisted of intravenous fluids, anti-nausea medication, Tylenol, and multiple blood glucose assessments. The patient remained in the emergency room for approximately 8 to 9 hours and was discharged on (b)(6) 2026.Additional information regarding Pod wear duration, infusion site location not available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019; 13:614-626."[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019; 10:751-755."[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019; 21:155-158.